Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4346ml. The fill volume was 2000ml; this meets iipv criteria. Product surveillance notified the nurse of the iipv event found during evaluation and of the probable cause that was found. According to the nurse the initial drain volume was set too low because the patient did not have any day time exchanges and by the time the patient hooked back up to the cycler the patient had absorbed most of the solution. The nurse stated that the patient never reported any symptoms of overfill. The patient's prescription was reprogrammed. The patient has not reported any issues since. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. The device will be sent to servicing. CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.